Event description:
Patient's caregiver called in to report that the patient passed away on (B)(6) 2023 in the hospital. The patient was wearing the assure wcd system at the time of the death. The caregiver stated that the cause of death was heart failure. The wcd role in patient's death is pending additional medical information and evaluation of the to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device passed all field return tests and inspections and was reconditioned. The returned device met all specification and evaluation tests. There is no indication of a product malfunction. The evaluation of returned device indicated that the wcd performed as intended. Wcd role in patient death is unrelated and the patient expired due to cardiac failure unrelated to wcd indications for use.